Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit overheating and burning smell. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to previous report with wrong country united states, it is corrected to canada on this report.